Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be powered on. Upon troubleshooting, fse found the host pc motherboard basic input/output system (bios) battery voltage was low, which resulted in the system failing to start up. To resolve the issue, fse replaced the bios battery. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.